Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving heparin with a concentration and dose of 1 ml/ml at 0.7 units/day and floxuridine with a concentration and dose of 1 ml/ml at 1 ml/day via implantable drug delivery pump. It was reported that the patient had a hepatic artery infusion (hai) refill on (B)(6) 2020 and came back for another refill on (B)(6) 2020. When the hcp interrogated the pump it was showing the pump was in stopped pump mode and the tube set alarm occurred on (B)(6) 2020. They were unsure if the patient heard the pump alarming. They checked the pump logs and the logs showed the update on (B)(6) 2020 but there was not a successful update (pump restarted due to restart command). Discussed incomplete telemetry, interference, movement of tele head. Hcp stated that today ((B)(6) 2020) they were changing to heparinized saline. Discussed that the patient had not received the floxuridine post (B)(6) 2020 refill. Discussed contacting the physician to update them on the situation. Discussed contacting the local mdt rep for inservicing on programming and use of the programmer 8840. Discussed new tablet. No patient symptoms or further complications were reported.

Manufacturer narrative:
H6: the evaluation code conclusion has been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported there had been volume discrepancies following the previously reported stopped pump event in march. On (B)(6) 2020 the first volume discrepancy occurred. The expected volume was 6 ml and the actual volume was 10 ml. On (B)(6) 2020 the expected volume was 6 ml and the actual volume was 12 ml. Troubleshooting considerations were reviewed. The pump logs showed no abnormalities. The hcp was questioning if the stopped pump event in march could have contributed to the subsequent volume discrepancies. It was reviewed the pump was stopped for more than 48 hours when the stopped pump event occurred. The hcp planned to bring the patient in a for a flow study.